Manufacturer narrative:
Failure event observed during analysis. A partial lead was returned in one piece measuring 56.0 cm. Final analysis found multiple external insulation abrasions noted at 34.2 cm to 34.4 cm, 34.6 cm to 35.1 cm, and 35.8 cm to 35.9 cm from the distal tip breaching the re cable lumen. These are consistent with friction to the device can or feature of the patient anatomy. External insulation abrasion was found breaching the rv cable lumen at 51.6 cm to 51.8 cm from the distal tip, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.